Manufacturer narrative:
One device was received for evaluation. Visual inspection noted fluid ingress under the downstream occlusion seal. Functional testing was performed. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted fluid ingression under the downstream occlusion seal. The event occurred during testing.